Event description:
Hit was reported that during a thoracotomy procedure the device fired successfully three times and then was reloaded with a blue reload. The device would not fire. Another device was used to complete the case with no patient consequence. One device to be returned for analysis. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Articulation bands the analysis showed that the ats45 device was received with the articulation mechanism damaged and with no reload loaded in the device. No functional test could be performed due to a damage in the firing mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were slightly damaged, the left shroud pinion axle support was found damaged, and further analysis of the device the left articulation band was broken causing the articulation mechanism failure. While no conclusion could be reached as how the device became damage, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.